Manufacturer narrative:
B3: day unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that when filling the cassette with drug solution, liquid leakage occurred from the tube and the yellow connector. The event occurred during priming. There was no patient involvement.

Manufacturer narrative:
One used sample was received for evaluation for the complaint that when filling the cassette with drug solution, liquid leakage occurred from the tube and the yellow connector. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. As received, there were no damages or anomalies observed. During the filling process, a leak was observed between the tubing and female luer of the cassette. Further inspection of the bond showed spotty solvent coverage at the tube luer bond. The luer tube bond was separated and the tube and bond pocket was observed. A solvent channel was observed on the tube. The complaint of leakage can be confirmed. However, root cause analysis is being addressed under a formal CAPA investigation.